Event description:
Hcp reported pt recently had a "battery change" done and developed an mrsa infection at the suture site. Along with this, pt had an altered mental status. Pt was given antibiotics, but continued with their altered mental status. Pt was receiving 10 mg of morphine daily intrathecally and tested positive for opiates. The hcp opted to turn the pump off, but did not drain the reservoir as the neurosurgeon thought the infected suture line might be too close. The pt continued to have an altered mental state and tested positive for opiates. Pt had been receiving fentanyl, but the hcp expressed concern that the pt's family might have been giving pt narcotics themselves. The hcp has been contacted for further info. A follow up report will be filed when this becomes available.